Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7077822/7077938.

Event description:
It was reported that the patient was not getting much relief in lumbar region and during different positions, stimulator turns on and off. The patient underwent a full system explant procedure. The explanted devices were discarded by the medical facility.